Event description:
It was reported that a patient experienced peritonitis, coincident with peritoneal dialysis therapy. The patient was not hospitalized for the event. The cause of the peritonitis was unknown. On unreported date(s), the patient was treated with intraperitoneal (ip) injections of vancomycin ( 2 grams in each bag three times; duration not reported) and ip fortum 250 milligrams(in each bags three times; duration not reported) for the peritonitis event. It was not reported if dianeal therapies were ongoing. The patient was recovering from the peritonitis event. No additional information is available.

Manufacturer narrative:
(B)(4). The device was not returned and the lot number of the device was unknown; therefore, a sample analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
(B)(4). At the time of this report, the patient was recovered from the event of peritonitis. Should additional relevant information become available, a supplemental report will be submitted.